Event description:
It was reported that during device evaluation, the gastrointestinal videoscope had corrosions on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, the most probable cause could not be established. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.